Manufacturer narrative:
(B)(4). A field service technician has been sent out for investigation but was unable to reproduce the problem. Thus the failure could not be confirmed. According to service order (B)(4), the unit had no trouble warming cardioplegia and main side. Technician checked calibration and all functions. Unit passed all functional and safety tests per factory specifications. Unit was returned to customer and cleared for clinical use. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was stated that the heater of a hcu30 kept cutting out during patient treatment. No patient injury/harm reported. No medical intervention reported. Internal reference: (B)(4).